Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years, ten months post implant of this bioprosthetic mitral valve, the patient presented with shortness of breath; further analysis revealed severe mitral stenosis and severe mitral regurgitation. Subsequently the following day the patient underwent a successful replacement procedure. No further adverse patient effects were reported.